Event description:
A malfunction on the pump was reported by the customer while changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset; however, the customer did not have a charger available at the time of the call, so a follow-up was necessary.